Manufacturer narrative:
(B)(4). H3- the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported on a worn instrument claim that a tasp was disassembled and missing bearings. Attempts to obtain additional information have been made; however, no more information is available at this time.